Manufacturer narrative:
Batch review performed on 26 february 2018: lot 171737: (B)(4) items manufactured and released on 27 july 2017. Expiration date: 2022-07-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size l +4 reference 01.29.206 (k112115) lot 161055: (B)(4) items manufactured and released on 18 may 2016. Expiration date: 2021-05-01 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 19 days after primary surgery. The pathogen is unknown. The surgeon washed out the hip and swapped the head and liner.